Event description:
It was reported that during a thoracotomy, wedge resection procedure, on the third firing surgeon noticed that there was an incomplete staple line. The surgeon used a fourth cartridge and was able to complete the case. The pt is fine. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.